Manufacturer narrative:
The customer provided the device log files for review and the logs showed technical failure alarms were present during the reported malfunction. The customer was instructed to perform a blower test and to inspect the internal circuit boards. Screenshots from the customer showed abnormal blower test results. The findings indicate a main board failure and possibly issue with the blower and the power board. The customer was sent a quote for the replacement of the main board and was informed that further components may also need to be addressed.

Event description:
Complainant reported that while device was being used on a patient, the device began to smoke. Complainant reported clinician obtained another device and reported no patient harm.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.